Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump had a crack around window display, many scratches and display worn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube and tube lip and minor scratches and wear on the display.